Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified in the lab based on visual inspection. The problem was localized to j1 pin 6 which was found to be completely broken.

Event description:
While at the customer site to evaluate another issue, the philips field service engineer (fse) observed bent pins on the battery pca. There was no patient involvement.